Event description:
This report is being filed after the subsequent review of the following literature article, brei-thoma, p., vogelin, e. And franz, t. (2015). Plate fixation of extra-articular fractures of the proximal phalanx: do new implants cause less problems? Arch orthop trauma surg, 135, 439-445. The authors conducted a retrospective study of 32 patients, (15 females and 17 males; age range of 21-91 years) with 36 extra-articular fractures of the proximal phalanx of the triphalangeal fingers who were treated with open reduction and plate fixation using 1.2 and 1.5 millimeter (mm) mini-fragment systems between 2006 to 2012. Thirty three fractures were stabilized using device of competitor; three fractures were treated with synthes¿ device, 1.5 mm compact hand system. The authors did not identify which device was used to treat each fracture. Post-operative measures included standardized postoperative rehabilitation protocol, radiographs and clinical evaluation; mean follow-up was ten months (range: five to 42 months). Results included: one patient with delayed union accompanied by implant failure; three patients with rotational malunion, two of whom underwent revision surgery; eight fingers with a rating of poor total active finger motion; and plate removal in twelve patients, seven of whom underwent the removal in order to improve restricted motion. It was not reported whether these patients were treated with synthes' device. This is report 2 of 2 for (B)(4). This report is for an unknown compact hand system and refers to serious injuries of: three patients with rotational malunion, two of whom underwent revision surgery; eight fingers with a rating of poor total active finger motion; and plate removal in twelve patients, seven of whom underwent the removal in order to improve restricted motion.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown compact hand system / unknown quantity / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.